Event description:
Five out of sixteen premature infants developed an inflammation at the puncture site as well as at the top of the catheter within 24 hrs of venipuncture. No other info is available.